Event description:
Device appears to be undersensing on atrial lead. Occasional under sensed atrial beats noted during episodes not affecting detection or termination. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).